Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue where the new charger did not resolve the problem of the transmitter not working, as the pump was unable to communicate with the transmitter despite the transmitter led blinking when connected and disconnected from both the charger and sensor. The customer reported no adverse event. The event involved product mmt-7841zn. Troubleshooting was performed, including resetting the transmitter, verifying correct charging and sensor insertion procedures, and attempting to wirelessly reconnect the transmitter to the pump, it was determined that the transmitter may not be working. No harm requiring medical intervention was reported. Mmt-7841zn was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Unit received and placed unit under microscope and found low spring contact at the connector pins# 1,2. In conclusion, unable to perform functional test or verify rf/ble/downgrade/association/accuracy test due to physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.